Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-16866. It was reported that the patient underwent an extraction procedure due to bacteremia. The pacemaker was explanted, and the right ventricular lead was capped on (B)(6) 2019. The patient was pacemaker dependent. A competitor right ventricular lead was implanted post extraction and it was connected to an external pacemaker. There is no known allegation from a health professional that suggests the infection was related to the device or the leads.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: should have included device not returned statement